Manufacturer narrative:
(B)(4). The system was inspected after the event by (B)(4) representative who confirmed it was working up to manufacturer's specification. No damages were detected. Sling was in good condition. Photographic evidence of clips show that the clips were not broken and in good condition. Product failure could have been excluded as a potential cause of the fall. Instructions for use (IFU) for both maxi move and passive clip sling indicate possible options to be implemented in case a resident starts moving during transfer, to avoid hazardous situation: "patient with spasms can be lifted, but greater care should be taken to support the patient's legs to prevent fall risk and injuries" "if the resident is prone to kicking off the leg clip, the crossed attachment of the leg clips shall be applied, which will prohibit the clip from being kicked off" "to avoid injury, always assess the resident prior to use", "at any time, if the resident becomes agitated, stop transferring/transporting and safetly lower the resident". From product knowledge and a technical simulation conducted in the past, it can be concluded that several factors and set of conditions that coincide have to be present to contribute to the clip detachment. Both IFU's for maxi move and passive sling clip provide list of actions that can be carried out to prevent situation reported by the customer from occurring. Review of reportable events registered during last 5 years shows that there have been found complaints with a similar fault description (clip detachment). To conclude, the system - clip sling and lift was used for patient's care and in that way contributed to the alleged event. The device evaluation showed that it did not fail to meet its performance specification, but rather coincidence of event resulted in resident's fall (unpredictable resident's movements). We have decided to report this event to competent authorities due to the fact that if the event will re-occurs it might lead to the serious injury as consequence of the event.

Event description:
(B)(4) was informed about the event involving maxi move passive floor lift and clip sling, which occurred in (B)(6). It was reported that during resident's transfer from a bed to wheelchair performed by two caregivers, the left clip detached from the hanger bar. According to the customer, during movement of the lift, the resident made an unpredictable heavy movement due to an itching attack. The resident turned over her right side. At the time, left leg clip detached and the resident fell forward hitting her head against the lift leg. As a result, the resident sustained a bleeding wound on the head. The wound required 1st aid (gluing the laceration). Additional information provided was that the resident had often unpredictable movements.